Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5167148.

Event description:
It was reported that patients spinal cord stimulation (scs) lead has migrated, and patient does not have right side coverage. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.